Manufacturer narrative:
Pump passed displacement test, self-test, a21 error test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no blank display and a21 alarm noted. Unit had a47 alarm in alarm history file. A47 alarms due to corrupted history files.

Event description:
Customer reported via phone call that the insulin pump had displayable history crc check failed on startup. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The insulin pump will be returned for analysis.